Manufacturer narrative:
Based upon the information provided, the device was pre-use set up, not providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.

Event description:
It was reported to philips by a customer that the unit's numbers are fluctuating. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer reported when trying to set up the unit, numbers are fluctuating. The customer was requesting nav ring replaced. The field service engineer replaced the front bezel to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly.